Event description:
It was reported that a cartridge alarm 20 occurred. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact noted. Technical support resolved the issue by deciding to replace the pump. Customer reverted to an alternative method of insulin therapy.